Event description:
It was reported that the prn adapter experienced a cap that was loose/disconnected. The following information was provided by the initial reporter: used on the PICC, the rubber of the heparin cap was separated from the plastic below, which does not cause harm to the patient.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9168736. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineers have determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper. CAPA#1389644 has been initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the prn adapter experienced a cap that was loose/disconnected. The following information was provided by the initial reporter: used on the PICC, the rubber of the heparin cap was separated from the plastic below, which does not cause harm to the patient.